Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated field(s): d8, d9, h2, h3, h6, h11. Correction to d4 added na. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, olympus confirmed the device had intermittent functionality; however, it is likely the following led to the malfunction: due to a damaged transducer receptacle. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. In addition, the following reportable malfunctions were identified during the device evaluation: the front panel has several small cracks, transducer receptacle is damaged - plug is cracked, and bent pin on the connector, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy exhibited intermittent functionality. The issue occurred during inspection for use. There were no reports of patient harm.